Event description:
It was reported that the stapler did not have staples during a low anterior resection procedure. Another device was used to complete the case. There was no further consequence to pt.